Manufacturer narrative:
The sample will not be returned for evaluation as it has not been retained by the hospital. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
A student nurse activated the safety shield and the needle came back through the tubing and stuck her in an unknown location. The instructor felt like this incident was a training issue. The nurse had her first blood borne pathogen done at the hospital, but possibly followed up elsewhere as she is no longer working there.